Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR #2249697-2010-01497, 2249697-2010-01498.

Event description:
It was reported; "as part of regulatory action 2009-008, a total of 13 devices failed the inspection process. The given reason for failure was due to them being broken. The possible cause is due to the repeat cleaning and heating may cause them to become brittle." Nine devices catalog #8000-0009 (unknown lot#) were reported.